Manufacturer narrative:
All of the buttons functioned properly. However, a corroded keypad was found. There was no button error alarm during testing. The unit had a broken reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, a cracked belt clip slot, a cracked reservoir tube window, and a cracked reservoir tube. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report a button error alarm. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was 275 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.